Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of diarrhea, peritonitis with (B)(6) and (B)(6) and blood infection in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date in (B)(6) 2011, the patient experienced diarrhea. On (B)(6) 2011, the patient was diagnosed with and hospitalized for peritonitis and diarrhea. Treatment was not reported and at the time of this report, the patient was recovering. Dianeal therapy was ongoing. The nurse stated the events were not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f06076, h11e08025 and h11d16047 with no exceptions observed related to the reported condition. The complaint was not confirmed and the cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted.